Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold and wear abrasion. Cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider reported "remove/replace rt implant, capsulectomy, apply strattice rt side only". Healthcare professional additionally reported right side capsular contracture, baker grade not specified. The device has been explanted and replaced.

Event description:
Healthcare provider reported "remove/replace rt implant, capsulectomy, apply strattice rt side only". Healthcare professional additionally reported right side capsular contracture, baker grade not specified. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare provider reported "remove/replace rt implant, capsulectomy, apply strattice rt side only." Healthcare professional additionally reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.